Event description:
It was reported that the customer was hospitalized. Blood glucose at the time of the admission was over 600 mg/dl. Customer experienced large ketones. It was stated that the doctor explained that event is related to the hormones changing and settings need to increase by double the amount of insulin and may be changing insulin type. Customer treated with insulin drip; was released the next morning. Blood glucose value was around 300 mg/dl when released. Customer was wearing the insulin pump at the time of hospitalization. It was also stated that the customer has had issues with the sensor; there has been 12 sensors that haven't worked. Sensors are bending every time and falling out. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.